Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: a review of the pump's black box memory showed that the total daily delivery values add up correctly and correspond to the programmed basal rates. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During testing, the pump successfully completed the rewind, load, and prime steps without issue and accurately recorded each step in the pump history.   During testing, the pump was exercised for 24 hours at a 1.0u programmed basal rate without call service alarms, warnings, or issues. Subsequently, the pump was found to have accurately recorded the insulin delivery in the pump history and the total daily delivery was correctly added up corresponding to the programmed basal rate. The original complaint of an inaccurate insulin delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.